Manufacturer narrative:
According to the available information, the digitex used during a procedure was faulty, and the locking mechanism would not work. The device was prepped for the doctor and the bullet would not disengage once he pulled the trigger. When pulling the device out the incision the bullet was left behind. One digitex suture delivery device was received for evaluation. Examination of the returned device revealed blood residue on the needle, indicating it had most likely been used. The trigger handle was squeezed on the delivery device with no issue. A sample suture cartridge was loaded on the delivery device, and it engaged and retracted the needle as expected. Examination of the returned delivery device revealed no functional abnormalities. The information received indicated that the device has a faulty locking mechanism, however, when tested the delivery device functioned as intended and the needle engaged as expected. Therefore, quality cannot confirm the complaint as reported. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device was not able to be used due to failure to disengage. The device locking mechanism would not work. The bullet would not disengage when the trigger was pulled. When pulling the device out the incision the bullet was left behind. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.